Event description:
It was reported that the pump module was alarming ¿air-in-line.¿ the clinician did a ¿visual troubleshooting¿ but not air was seen in the line. The clinician attempted to start the infusion using three (3) channels and two (2) pcus. The clinician reportedly used another tubing and it ¿worked.¿ there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was alarming ¿air-in-line.¿ the clinician did a ¿visual troubleshooting¿ but not air was seen in the line. The clinician attempted to start the infusion using three (3) channels and two (2) pcus. The clinician reportedly used another tubing and it ¿worked.¿ there was patient involvement but no harm.